Event description:
The customer reported via phone call that they had a failed battery test on the insulin pump. Customer stated they have changed the battery three times, but the alarm persisted. Customer also stated there was no damage present on the battery cap. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.